Event description:
The customer alleged that the alarm did not sound when the patient got up from her wheelchair, fell and fractured her hip. The customer also reported the low battery indicator did not sound when the battery was low.

Event description:
Supplemental medwatch being sent for additional information.

Manufacturer narrative:
Product was requested to be returned for evaluation and has not been received. This report is based solely on the customer's reported issue.

Manufacturer narrative:
A review of complaint historical data found no other similar complaints against the sitter select. A trending analysis found that the complaint rate for this device is below the control limit, is trending down and has a low frequency. Despite numerous attempts, the device could not be returned for evaluation and no additional information could be obtained. Without the return of the device the complaint cannot be confirmed. Likewise, without clarification of the complaint (low battery indicator failing to sound), a root cause cannot be speculated. At this time there is no evidence that a manufacturing non-conformity contributed to the reported complaint, and the instructions for use were reviewed and determined to provide adequate instructions and warnings for the safe and effective use of the sensor. Therefore, no corrective or preventative actions are necessary. All complaints are trended and reviewed by management on a monthly basis. As part of this monthly review, any excursion above the control limits for this failure mode will be assessed, documented and acted upon as warranted.